Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: a review of the black box showed an unexplained loss of prime occurred at 06:52 on (B)(6) 2016 followed by a reboot; deliveries resumed at 11:01 on (B)(6) 2016. On (B)(6) 2016 at 20:31, a 0.00 unit basal rate was set and an ¿active basal program empty¿ alert was recorded; deliveries resumed at 18:40 on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. The complaint of an inaccurate delivery issue could not be confirmed or duplicated on investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter questions the "pump's system delivery" but was unable to complete troubleshooting at the time of initial contact. No further information was provided. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as there is an allegation against the delivery function of the pump.